Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, the impella 5.5 had a change in the left ventricle waveforms followed by a high purge pressure alarm. The team will convert the purge solution to 2mg/50ml of tissue plasminogen activator in attempt to resolve the issue. The impella 5.5 was explanted the following day.

Manufacturer narrative:
The investigation for high purge pressure has been completed. The impella device was not returned for evaluation. The data logs confirm numerous continuous high purge pressure and purge system blocked alarms. The data logs show that there was a motor current spike the morning of 6/624 after which there was a gradual rise in purge pressure. Tissue plasminogen activator (tpa) was added to the purge but the high purge pressure did not resolve for the rest of the case. The root cause of the high purge pressure was most likely due to biomaterial. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.